Event description:
A complaint was received from a customer reporting that when a test was performed the date and time would show but not the reading. It was determined that most segments were missing from the hundreds, tens, and units display. A request was made to return the instrument and in the meantime a replacement unit was provided.

Event description:
A complaint was rec'd from a customer reporting that when a test was performed the date and time would show but not the reading. It was determined that most segments were missing from the hundreds, tens, and units display. A request was made to return the instrument and in the meantime a replacement unit was provided.